Manufacturer narrative:
Potential lot number: the lot number was not reported; however, 4 potential lot numbers were provided: d4. Medical device lot#: 4095802. D4. Medical device expiration date: 31-mar-2029. H4. Device manufacture date: 04-apr-2024. D4. Medical device lot#: 4038622. D4. Medical device expiration date: 31-jan-2029. H4. Device manufacture date: 07-feb-2024. D4. Medical device lot#: 4184007. D4. Medical device expiration date: 30-jun-2029. H4. Device manufacture date: 02-jul-2024. D4. Medical device lot#: 4256487. D4. Medical device expiration date: 31-aug-2029. H4. Device manufacture date: 12-sep-2024. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.